Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose levels increased to approximately 320mg/dl after approximately 4 to 24 hours of pod wear on the arm. The patient further stated that the pod received the error message: ¿pod error: insulin delivery stopped. Change pod now.¿ home ketone testing was positive, prompting the patient to go to the emergency room, where they were admitted to the hospital on (B)(6) 2025. Reported symptoms included headache, nausea, and increased urination. The patient was diagnosed with hyperglycemia. Treatment included intravenous fluids, and the patient was discharged on (B)(6) 2025. The patient was unable to recall the status of the pink slide but reported that the cannula had been properly inserted into the skin upon initial application and that no leakage was noted.